Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor could not be turned on, the onsite investigation performed by the field service engineer (fse) concluded that the transformer was defective and needs to be replaced. After replacement of the transformer, the compressor worked properly and was released for clinical use. Since no replaced part was returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the compressor did not switched on. There was no patient harm. Manufacturer's ref. #: (B)(4).